Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: the bag broke inside the patients. The join in the bottom of the bag wasn't sealed and the specimen dropped out of the bag. Two bags from the same lot were broken. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.